Event description:
This case was reported by a consumer and described the occurrence of dizzy episodes in a (B)(6), male, pt, who used super poligrip original denture adhesive cream as a denture adhesive over a period of ten years. A physician or other health care professional has not verified this report. Approx ten years prior to reporting, the pt began using super poligrip original. The pt stated that throughout the period of time of using the product, the pt experienced dizzy episodes and increased blood pressure. Use of super poligrip original was discontinued approx three weeks prior to reporting, and the events resolved. Upon follow up received (B)(6) 2010, the pt stated he had experienced another dizzy spell. Upon follow up received (B)(6) 2010, the pt stated that when he had the previously reported dizzy spell in (B)(6) 2010, he passed out, fell off a ladder, sprained his ankle, and was taken to the emergency dept but not admitted to the hospital. He stated that he was fine now, but his ankle still hurt. The pt stated that he had continued to use super poligrip original in (B)(6) 2010, although, he had previously reported that he had stopped use. He also stated that he believed he had too much zinc in his blood at that time because he was dizzy, however, he was never tested for his zinc level at that time. A blood test for zinc two weeks prior to reporting showed his zinc was "ok". The pt had stopped using super poligrip original and was currently using super poligrip free (lot code r10194a). This case was now considered medically serious by gsk.

Manufacturer narrative:
Super poligrip original was mfg in (B)(4) and the product nor lot was available. (B)(4).